Event description:
Wheelchair collapse. User is muscular dystrophy respiratory pt with very weak torso and limbs. Front axle of wheelchair disengaged throwing user forward and down; came to rest on concrete floor. Unconscious due to postural asphyxiation (head below shoulders). Was alone, but discovered within minutes, and through use of ambubag and prompt arrival of paramedics, and presence of respiratory therapist, survived, but suffered over 50% dimunition of independent breathing, increased secretions, and increased infection risk. Axle disengaged due to a design defect; a hitchpin clip connected the axle to the mainframe base. Such a clip is used when periodic removal with ease is needed, not necessary for maintenance on chair. MFR redesigned the fastener in 1987, one year after this model, to a safer bolt and nuts design.